Manufacturer narrative:
This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Implant procedure was identified through x-rays in (B)(6) 2010. Device was not explanted and the broken screws were left embedded in the patient¿s bone. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that x-ray taken in (B)(6) 2010 showed that patient was implanted with a 12-hole 4.5mm broad locking compression plate (lcp) and an unknown quantity of unknown screws on an unknown date to treat a distal third humerus fracture. On an unknown date, it was identified (through x-ray taken in (B)(6) of 2012) that the patient had developed a non-union and was returned to the operating room and revised with a 6-hole right extra articular distal humerus plate, an acumed medial distal humerus plate and an unknown quantity of unknown screws. It was confirmed that an unknown quantity of the screws had broken and were left embedded in the patient's bone. Revision surgery identified in (B)(6) 2010 is captured under (B)(4). Revision surgery identified unknown quantity of broken screws is captured under (B)(4). This report is for unknown quantity of unknown screws ¿ identified through x-ray in (B)(6) 2012. This is report 2 of 2 for (B)(4).